Event description:
During index procedure, the patient had one endeavor sprint rapid exchange (rx) drug-eluting stent implanted to the proximal lad. Three days post index procedure, a gastro intestinal bleeding occurred, patient presented vomit with blood due to metformin intolerance. The investigation indicated that the reported event was unrelated to the study device.

Manufacturer narrative:
(B)(4). Evaluation: results: (haemorrhage).